Manufacturer narrative:
Device evaluated by MFR.: the nc quantum apex balloon catheter was received with no original packaging or other devices. Functional testing was performed by back loading a guide wire through the tip of the device. The wire was advanced completely through the catheter without resistance. Visual and microscopic examination revealed no damage or irregularities on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause was not confirmed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the balloon became stuck on the guide wire. The 90% stenosed lesion was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. Upon advancing the 2.75mm x 20mm nc quantum apex balloon catheter on a non-bsc guide wire through an unspecified guide catheter, the balloon stuck to the guide wire. The balloon catheter and the guide wire were removed from the patient as a unit. The procedure was successfully completed with another of the same device and a new guide wire. No patient complications were reported and the patient's status is ok.